Event description:
On (B)(6) 2025, a company representative - service personnel contacted technical service to report that advanta 2 frame (product code p1190a000048, serial number (B)(6), had unit left side siderail detached from the bed frame. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the siderail needed to be replaced. Per the hillrom service manual the advanta 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot siderails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the siderail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the siderail as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on nov 6, 2023. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the siderail to resolve the reported event. Based on this information, no further action is required.